Event description:
Caller alleged discrepant inratio results. Pt's doctor increased his coumadin dose on (B)(6) 2011. Pt self tester original coumadin dose was 5mg/7 days a week. Doctor increased it again because there was no change in inr. Pt's last dose change had him taking 10mg/4 days a week and 12.5mg/3 days a week. Pt has been on coumadin for 12 years due to a-fib. Noticed rectal bleeding on (B)(6) 2011. Pt was admitted to the hospital on (B)(6) 2011 and discharged on (B)(6) 2011.

Manufacturer narrative:
Investigation is in process.